Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxt150 22.5 intraocular lens (iol) was implanted into the patients right eye on (B)(6) 2018. The iol was noticed to have rotated on (B)(6) 2018 and was subsequently explanted on (B)(6) 2019. Following the exchange, the patient is happy with improved vision. Additional information received revealed the iol was implanted at 30 degrees and presented to the explanting surgeon at 180 degrees. The replacement lens was of the some model and similar diopter. There were no patient injuries and no other medical intervention required. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 2/14/2019. Device returned to manufacturer: yes. Device evaluation: the intraocular lens (iol) was returned on february 14, 2019 to amo groningen. Visual inspection shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.